Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15nov2019.

Event description:
The customer reported that an area of the touchscreen that is out of calibration. There was patient involvement, but no one was harmed. The manufacturer¿s field service engineer (fse) remotely instructed to perform a touchscreen calibration. The customer was able to complete a successful touchscreen calibration and touchscreen performance testing.